Event description:
It was reported that in the journal article "real-world outcomes of spinal cord stimulation: a consecutive institutional experience with 505 trials, trial-to-implant ratio, long-term efficacy, and explantation risk factors," it was stated that of the 389 patients that decided to get a permanent implant following a trial: 30 patients were explanted due to ineffective stimulation. 7 patients were explanted due to lead migration. 5 patients were explanted due to infection. 4 patients were explanted due to pain at the implant site. 3 patients were explanted due to mechanical breakdown. 1 patient was explanted due to rash.

Manufacturer narrative:
Date of event is estimated. Unable to obtain patient, device or event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.